Event description:
Reportedly, the patient was brought in for a routine pneumonectomy (open) secondary to adenocarcinoma of the right lung, for which patient had received radiation and chemotherapy for in the past. Instruments worked fine during the procedure and patient had minimal blood loss during procedure. Brought to pacu at 1654, awake, alert, oriented x3 and patient returned to or at 1730. Patient opened and their chest was full of blood, the staple lines could not be visualized. Patient expired in the or. Additional information received: patient received cxr in or and no fluid/blood was noted in the chest at that time. Patient sent to pacu, where the ng tube was repositioned and the patient coughed and had a valsalva maneuver and bp dropped. Patient returned to or to find approximately 4 liters of blood in the chest - 8 liters were replaced. Surgeons looked at specimen in pathology and proper staple formation was noted. Good hemostasis was noted at time of initial surgery. The coroner requested no autopsy to be performed on patient.